Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 29, and alarm 31) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level was 387 mg/dl for the past event, and bg level was not impacted at the time of report. Reportedly, the customer had manual injections available as alternate insulin therapy.